Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-705a-1164: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits signs of melting, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that "break cap" was observed and the tip of the fiber became loose during prostate procedure at 90,000 joules used and 30 minutes expended. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed using the second fiber. No patient injury was reported.